Event description:
End user was reportedly crossing the street and driving onto the sidewalk in a motorized wheelchair when he was struck by a motor vehicle. End user reports not wearing the seat belt. End user was reportedly hospitalized as result.

Manufacturer narrative:
No malfunction of the power wheelchair is suspected. End user was struck by a motor vehicle while crossing the street in the motorized wheelchair. Hoveround's owner's manual warns end users, "to avoid serious injury or death from being struck by a motor vehicle, obey all local pedestrian traffic rules and cross roads at locations where you are most visible to motor traffic," and, "always use the seat belt."